Manufacturer narrative:
(B)(4). Medical devices: 650-1057 - cer bioloxd option hd 36mm ¿ 843380, 650-1065 - cer option type 1 tpr sleve -3 ¿ 411760, therapy date: (B)(6) 2015. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent left hip revision approximately 19 months post implantation due to aseptic loosening of the femoral component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. UDI (B)(4). Reported event was confirmed by review of operative notes and xrays. Device history record (DHR) was reviewed and no discrepancies were found. Per the x-ray review, "overall fit and alignment of the original and revised left hip arthroplasty components are anatomic. Bone quality is within normal limits. Lucencies along the femoral component on the radiographs are consistent with incomplete incorporation and loosening of the component. No other factors are identified. No evidence of subsidence despite the radiographic evidence of loosening. Root cause could not be determined; however, it is noted in the operative notes that "patient reported falling postoperatively, but reported issues with knee, not hip, after the fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.